Event description:
Failure of an angio seal device that was found floating inside a pseudoaneurysm of femoral artery that the vascular surgeon removed. Eleven pages of postings from a website on the internet by other people who had problems with an angioseal. I suspect there are a very small number of physicians reporting to the FDA about problems with the angioseal. Pts who had problems with the angio-seal probably do not know they can report to the FDA about medical devices. I tried twice to post on the discussion website to tell people they should report their experiences with the angio-seal to the FDA medwatch. The forum edition of angioplasty.org would never put my posting in the discussion group. There needs to be an indepth review of the problems with the angio-seals over the past yr and the number of adverse results.